Manufacturer narrative:
H10: one (1) used list # 20124-01, 30" (76 cm) appx 3.2 ml, 20 drop admin set w/integrated clave® drip chamber, spiros®, bag hanger; lot # 4949333 --> one (1) used full 25ml container, 0.9% nacl by baxter. The used 20124-01 administration set assembly was returned with a small piece of fibrous material in the drip chamber. The material was extracted from the drip chamber and was analyzed with ft-ir. The result concluded that the fibrous material was not part of any of the components used in the 20124-01 administration set assembly. Though the small piece of fibrous material was confirmed within the drip chamber of the used 20124-01 administration set it is unknown how, when, or where it was introduced into the fluid path of the assembly. The device history review (DHR) for lot number 4949333 was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
The event involved a 30" (76 cm) appx 3.2 ml, 20 drop admin set w/integrated clave® drip chamber, spiros®, bag hanger that the customer reported particulate was found in the set. The customer visualized a piece of what looks like cardboard in the drip chamber that was noticed after attaching a bag prior to adding medication during the line priming step. There was no patient involvement.